Manufacturer narrative:
A2 - patient age: corrected. Manufacturer's investigation conclusion: the reported event of the system controller having a dim pump running symbol was not confirmed. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange after hearing unknown beeps and panicking. The log files were reviewed and saw several different powers cable disconnect alarms while connected to battery power on (B)(6) 2024. Motor function and a voltage reduction was not recorded during these events. The system was able to maintain speed until the driveline was disconnected at 20:08:48 on (B)(6) 2024. Poor connection between battery contacts and battery clip contacts could be the cause of these events. It was recommended they be inspected and cleaned. It was also seen in the log files that the patient was sleeping on battery power. There was also low battery advisory events due to the system running on depleted batteries. It was noted that some battery clips that had slightly recessed pins were replaced as well as two batteries that had damage on the contact plating. The system controller the patient swapped to was also replaced due to a dim pump running symbol. No products were returned.